Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables, wall adapters and power sources. The customer¿s blood glucose was 249 (mg/dl). Reportedly the customer continued to use the pump for insulin therapy.